Manufacturer narrative:
Section h6: updated coding. Section h10: additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer created a data server on vmware. The way vmware data server was configured was causing the issue of opening patients' multiple times simultaneously. The site updated buffering and memory available to the data server and this solved the issue. The data server can be set up by customer or elekta can provide the data server. Since the data server was not provided by elekta there is no defect within monaco, therefore monaco did not have any malfunction and is working as designed and intended. There was no mistreatment to the patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that it is possible to open patients multiple times simultaneously.